Event description:
It was reported that previously during a magnetic resonance imaging (MRI) scan his pump had turned off and he heard the beep when the pump turned back on. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).